Event description:
Information about accident based on cat's owner description we brought your product micro fine tm plus from our local pharmacy explaining we have a cat that needed insulin. Twice a day syringe with small tip was needed , so this was recommended by pharmacy. We used the first 20 without any problems ,we opened a new package and started to insert it and when removed the needle was bend 45 degree,. I was chocked and sorry for our cat as it hurt him when taking it out of his skin the next day we did the same procedure and again our cat screamed when removing the syringe only to see that it was bend again . We went to our local pharmacy explained what happened and was told they would inform the supplier . Today after one week was at pharmacy to asked if they had any information , and was told that no reply was send back to them as till today. A animal can¿t talk to tell you they are sick only by knowledge of behaviour. They can¿t tell you if or when a needle would break and travel down the blood stream is painful. We the people who insert this would look if the insulin was fully taken, not looking if a needle would be bend or detached . We need supply for the rest of his life and do not want him to feel more stressed than needed after his illness , I asked about pharmacy contact's as weel to gather more information - waiting for response. Please let me know if you need other information. I also would appreciate to prepare short information and send to the customer to inform that you received the complaint and will take care about investigation. He was quite emotional so it will be great to prepare such feedback today.

Manufacturer narrative:
Investigation summary: no physical samples were received nor photos were received for this complaint record. The single photo attached has been captured in another complaint record. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.